Event description:
It was reported that pump vibration did not work even though sound and vibrate settings were turned on and pump did not vibrate when an alert was triggered during troubleshooting. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support arranged replacement pump, instructed customer to place problematic pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.